Event description:
After deploying a stent in the right carotid artery, the physician attempted to remove the angioguard device. However, while withdrawing it into the capture sheath, the membrane of the filter basket of the angioguard split and rolled up. It was apparent that the material separated from the nitinol struts and rolled up, preventing complete capture. There was no significant load of debris and there was no loss of material or tear. It could be captured in a slight bend in the artery and then removed. There was no reported pt injury. The product was not returned for analysis. Without the return of the actual device in question for eval, lake region is unable to determine the exact cause for this incident. Lake region did review the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested and determined to be acceptable. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, device interaction and procedural factors may have contributed to the reported event.